Event description:
The device was received with no information.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Incomplete-interrupted cycle. The analysis results found that one reload was received in good visual condition and partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional testing could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.